Event description:
It was reported that a patient with severe aortic stenosis, bicuspid aortic valve morphology (type 1 sievers), and associated aortopathy including a bent thoracic aorta, acute aortic arch, and dilated ascending aorta underwent an elective transcatheter aortic valve implantation (tavi) procedure. Due to patient anatomy, access was facilitated with a buddy wire using a non-medtronic guidewire (l underquist) on the contralateral side. No annular or left ventricular outflow tract (lvot) calcification was present. The procedure involved predilation of the native aortic valve with a non-compliant balloon, followed by implantation of the evolut transcatheter heart valve (thv) in the correct position at the first attempt. A significant "inflow" part of the thv was noted after implantation. Invasive pressure gradient measurement and transthoracic echocardiogram were performed, both indicating proper valve function, leading to the decision to complete the procedure without post dilatation. The patient initially presented with proper hemodynamic parameters, and vascular access was closed without complications. While being prepared for transfer back to the ward, the patient suddenly collapsed. A repeat transthoracic echocardiogram revealed pericardial effusion. An attempted pericardiocentesis was performed. The patient experienced cardiac arrest and did not recover.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012968050); product type: 0195-heart valves; implant date ; explant date product ID: l-evolutfx-2329 (lot: 0012984232); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Initial reporter first and last name were not provided from the region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was loaded successfully. Significant inflow part of the heart valve refers to the valve inflow presented with under-expansion and no infold was noted. Per the physician, the pericardial effusion caused the cardiac arrest. Pericardiocentesis and cardiac massage were performed prior to the patient death. Per the physician, the patient death was due to cardiac arrest due to severe pericardial effusion. Per the physician, the valve and dcs can be excluded as a contributing cause to the death.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.